Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va21axb, implanted: (B)(6) 2019,explanted: (B)(6) 2020, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified that ¿something wrong with the lead¿ meant that the patient was no longer able to feel stimulation, and retention reoccurred, but the cause of this issue was unknown. To resolve the issue, the lead was removed from s3 on (B)(6) 2020 and a new pudendal lead was placed on the same day. The issue was now resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va21axb, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare provider (hcp) regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. They indicated that there was something wrong with the lead because the patient stopped feeling stimulation and receiving therapy. The patient said that the issue occurred sometime between the end of (B)(6) 2020. No further complications were reported.